Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within spec. No unexpected battery out limit alarms noted. Unit passed rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Unit received with intermittent buttons due to moisture damage at keypad traces. No display ramping on its own anomaly was noted. Unit received with cracked case at display window corners. Unit received with scratched lcd window. Unit received with stripped battery cap coin slot. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 246 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.